Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach steel infusion set, with fingerstick glucose reaching 418 mg/dl and fluctuating between 392¿400 mg/dl after a meal; the user has chronic pancreatitis and takes pancreatic enzymes and had been advised not to announce meals. Symptoms included elevated blood glucose and associated device high-glucose alerts along with sensor errors. Outcomes included no hospitalization and a request for follow-up contact. Investigation included troubleshooting and education with no confirmed device alarms beyond high-glucose alerts and sensor errors, and the cause remained unclear. Investigation of this case revealed no confirmed device malfunction or component breakage; sensor errors were noted, but a causal link to the hyperglycemia was not established. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.